Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , did not reveal any device-related issues that would have contributed to the reported event. A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The remainder of the pump cable was not returned. The sealed outflow graft was returned secured to the pump cover outlet port with the bend relief engaged to the graft attachment. A mini apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-016897 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Additionally, evaluation of the returned device revealed biodebris accumulation on the external side of an outflow graft crease. These findings are consistent with extrinsic outflow graft obstruction (eogo). It should be noted that this obstruction did not appear to result in a flow issue upon evaluation of the retrieved log files. A corrective action/preventative action investigation has been opened to further investigate extrinsic outflow graft obstructions. Actions have been taken to prevent reoccurrence. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU rev. D, and the heartmate 3 lvas patient handbook rev. A, are currently available. Chapter 1 of the IFU, "introduction", lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Chapter 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Chapter 5 also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This chapter also cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2026 as status 2 due to a driveline infection. The onset of the patient's driveline infection was captured under manufacturer report number 2916596-2021-01512.